Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023 for an unknown reason, during which the patient's ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).

Event description:
Analysis of the ipg found that the device reached expected longevity.